Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device did not function in reverse. It was further observed that the device failed the power check with test bench. It was determined that the device had low power and a component was broken/damaged. It was further observed that the handpiece contact housing was determined to have an internal short, causing the device not to work. It was noted that the cause for the contact housing internal short was not determined. Therefore, the reported condition was confirmed. The assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during testing, it was observed that the electric pen drive device was not working. During in-house engineering evaluation, it was observed that the device did not function in reverse. The event did not occur during surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.